Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this device was explanted due to unknown product performance issue. Reasonable evidence suggests the device exhibited a malfunction. A non-boston scientific product was also explanted in this procedure. This device was successfully replaced. No additional adverse patient effects were reported.